Event description:
Additional information was received that the migration was due to patient manipulation of the device. It was also noted that the explant was not related to migration but was due to patient's preference. No other relevant information has been received to date.

Manufacturer narrative:
D6b. Explant date, initial report: explant date was inadvertently omitted information known prior to submission.

Manufacturer narrative:
H10: f10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's generator has flipped and was noted to appear to be coiled. Device was mentioned to have been off for some time, but is still causing significant discomfort with movement and patient notes it feels like it is pushing up on the tissue which is causing severe pain. Patient note it occurs randomly and has been referred for an explant. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and was hp sterilized prior to distribution. The patient's device was explanted on an unknown date. The device is reportedly not available for return and is assumed to be discarded. No other relevant information has been received to date.